Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated, that his infusion device was beeping and "3.00" and "77" were displayed on the screen. The patient stated, that he was aware of the recall and the power pack had been in use for 3 weeks. He stated that, he had received corrected power packs and he must have gotten them mixed with the recalled power packs. The company representative advised the patient how to identify the corrected power packs versus the recalled power packs. The patient was advised to insert a new power pack and the infusion device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.